Event description:
Information received from the field does not address the patient's clinical status but notes that the atrial lead dislodged. The lead broke at the connector during attempted removal.